Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log revealed invalid clamp detected alarm messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as clamp detected alarm. The cause of the condition was determined to be debris inside the keyhole cap, and the color sensor was out of specification. The debris removed and color sensor calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the programming of a spectrum iq pump for a blood transfusion, the pump incorrectly indicated that the clamp was positioned on the upper section at the surgery department. There was no patient involvement. No additional information is available.